Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, yellow particles, curved opening. A leak test was perform and were found three openings. A microscopic analysis identified: a curved striated opening on radius side assessed as surgical damage, a curved sharp opening under plug strap assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification), a curved cracked opening in valve assessed as cracked valve seat diaphragm valve and partial delamination of diapherm flange disk shell assessed as adhesive failure. Reason for reoperation: deflation

Event description:
Healthcare provider reported a right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported a right side deflation. Device remains implanted.